Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to application screen. No unexpected shut downs were observed during testing. Computer passed all tests. No fault found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system's computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system shutoff at random. The manufacturer representative (mr) confirmed power and communication cables on the axiem and monitor and found the power going into the monitor was a little crooked. She reseated all the connections and the monitor turned on. The mr then noticed the fan inside the computer was intermittent and it ended up shutting down again. There was no patient present when this issue was identified.